Event description:
A caller reported that the cartridge leaked insulin from the o-ring after being filled off the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged a return merchandise authorization for the cartridge, and the caller successfully changed the cartridge and resumed insulin therapy.